Manufacturer narrative:
On 21-jun-2017, an fse conducted on-site follow-up with the customer. The fse observed that the control level 1 barcode did not have enough quiet zone on either end. The fse modified the barcode to add more quiet zone. The barcode was read properly. The most probable cause of the reported event was due to the quiet zone on the barcode was too small. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported barcode read errors on quality control level 1on their g8 analyzer. The customer is unable to report hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.